Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, an imf screw head sheared off during tightening. It is reported that the surgeon was manually screwing the screw into patients mandible when this occurred. The screw was extracted by the surgeon. This is 1 of 1 reports for this event.